Event description:
It was reported that three month post port placement procedure via right subclavian vein, the device was allegedly difficult to flush and no blood could be drawn out with the catheter. It was further reported that the catheter was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 01/2023). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three month post port placement procedure via right subclavian vein, the device was allegedly difficult to flush and no blood could be drawn out with the catheter. It was further reported that the catheter was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. One electronic photo was provided for review. The investigation is inconclusive for the reported suction and difficulty in flushing issue as the exact circumstances at the time of the reported event is unknown and cannot be verified from the provided photo review. However, the investigation is confirmed for the reported fracture issue as a longitudinal spilt was noted on the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 01/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.